Manufacturer narrative:
Z-800wf pump (B)(6) was flow rate tested with a flow rate deviation of 1.04% which is within manufacturing specifications. Reported issue was not confirmed. Pump meets passing criteria.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional (hcp) reported that during a blood transfusion "blood volume was not decreasing, checked everything and looked like the pump was running, no errors noted. A little later hcp looked again and found a kink in the tubing, no upstream occlusion error was given and the pump continues to run as though the blood is infusing. Hcp fixed the kink and it is running fine." "No harm was encountered by the pt. Blood completed in approx 5 hrs . Should have ideally been completed in 4 hrs. Can't recall whether pump had completed test before tubing had been put in and whether door was closed." No patient injury reported.